Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a restricted posterior, a prolapsed anterior and a small atrium. It was noted that imaging was difficult. An xtw clip ((B)(6)) was implanted successfully. To further reduce mr, an additional xtw clip ((B)(6) ) was inserted into the mitral valve. During repositioning of the clip became caught in chordae. The clip was able to be freed from the chordae without causing damage. Grasping was performed again, the clip needed to be repositioned again. It was observed that the clip became caught in the chordae again. A chordal rupture was observed, causing first clip to have an increase in mobility. It was decided to reposition the second clip to stabilize the first clip. During a grasping attempt, it was noted that one of the grippers was not functioning as intended. Troubleshooting was attempted, but the issue was unable to be resolved. Therefore, an attempt to remove the clip was performed. Upon withdrawal, one of the clip arms became caught on the tip of the steerable guide catheter (sgc). Troubleshooting was performed, but the clip partially opened. The physician decided to unlock and re-open the clip, this caused the clip to drop approximately 90 degrees from the actuator mandrel. The patient was transferred to surgery and underwent a mitral valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and based on the information provided by the account and the image/cine review, while the single gripper actuation issue (difficult to open or close), clip opened while locked (unintended movement), material separation associated with hinge pin disengagement, premature activation and inability to close the clip appear to be related to procedural conditions associated with either the clip becoming caught in the anatomy and/or the reported difficult to remove the cds from the sgc soft tip and attempts to remove the clip from the sgc while it was caught on the soft tip. A cause for how the clip became caught with the anatomy and on the sgc soft tip (difficult to remove); however, cannot be determined. Image resolution poor resulting in difficulty grasping the leaflets (difficult or delayed positioning) appears to be related to patient and procedural conditions as imaging was reported to be challenging due to patient¿s small left atrium and heart rotation. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Surgical intervention, medication required and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a restricted posterior, a prolapsed anterior and a small atrium. It was noted that imaging was difficult. An xtw clip (41007r1116) was implanted successfully. To further reduce mr, an additional xtw clip (41007r1079) was inserted into the mitral valve. During repositioning of the clip became caught in chordae. The clip was able to be freed from the chordae without causing damage. Grasping was performed again, the clip needed to be repositioned again. It was observed that the clip became caught in the chordae again. A chordal rupture was observed, causing first clip to have an increase in mobility. It was decided to reposition the second clip to stabilize the first clip. During a grasping attempt, it was noted that one of the grippers was not functioning as intended. Troubleshooting was attempted, but the issue was unable to be resolved. Therefore, an attempt to remove the clip was performed. Upon withdrawal, one of the clip arms became caught on the tip of the steerable guide catheter (sgc). Troubleshooting was performed, but the clip partially opened. The physician decided to unlock and re-open the clip, this caused the clip to drop approximately 90 degrees from the actuator mandrel. The patient was transferred to surgery and underwent a mitral valve replacement.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.